Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to power on. Complainant indicated that there was no pt involvement in the reported malfunction. Complainant indicated that subsequent testing was unable to duplicate the reported malfunction.

Manufacturer narrative:
The malfunction was observed during review of the device's history log; however the device was put through extensive testing, including environmental and functional testing without duplicating the malfunction. The digital board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.